Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia¿ 60mm articulating medium/thick reload and one piece of test media opened by the account. The piece of test media was stapled and properly transected. Visual examination of the staple cartridge noted that the reload was fully fired. The reload was loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reloads loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the reload device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bypass of gastroenterostomy an idrive fired properly with a camel 60 reload. Upon the second fire with a purple 60 reload for gastric resection the device didn't fire at all. Nurse said status indicator showed blue despite it wasn't fired yet. New reload was opened to complete the case without incident. Dr. Said he didn't touch the green button at all. Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.